Manufacturer narrative:
The event is being reported under MFR report number 2955842-2025-37160, 2955842-2025-37040, and 2955842-2025-36850.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, two vessel sealer extend (vse) instruments failed to fully fire and got stuck on tissue. The customer moved the vse instruments to the integrated electrosurgical unit (iesu). The site called back to report that they encountered the same issues when moving to the iesu. The customer confirmed that they were using two different vse instruments. The technical support engineer (tse) advised moving the instrument to a new universal surgical manipulator (usm) to see if the issue persisted. The customer misread the lot numbers of the vse instruments and the first two were of the same lot number. The customer brought in a third vse instrument and installed it back on the e-100 generator and had no issues at the time of the call. The customer called back in stating that the vse with the different lot number worked for approximately 10 minutes and started having issues again. At the time of the call, the customer had replaced the vse instrument with a synchroseal instrument, and the surgeon proceeded with the procedure. The customer would like the system to be inspected. The tse viewed the system logs and noticed grip torque errors for usm1 and 4 with two different vse instruments. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no bio debris build-up prior to the interaction where sticking was observed. There was no tissue observed getting caught. There were no faults prior to this causing a fault/error. The instrument kept throwing an error message. There were no jaws stuck on tissue.